Event description:
It was reported that this inflatable penile prosthesis (ipp) was not pumping as intended. The patient was unable to obtain an erection. The ipp was explanted, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic examination of the pump found no abnormalities, and the pump passed the leak testing performed. The pump did not pass the activation tests. The reservoir was microscopically examined and had wear at a fold in the reservoir shell but passed the leak testing. Based on the available information, the pump not passing the activation test could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not pumping as intended. The patient was unable to obtain an erection. The ipp was explanted, and there were no patient complications reported.